Event description:
During placement of dialysis catheter, wire fragments left in pulmonary arteries. Chest x-ray confirmed foreign bodies. Pt taken to radiology for removal of 3 fragments from pulmonary arteries.